Event description:
It was reported that when using the bd pyxis¿ medstation¿ es experienced a hardware failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that drawer 3 would not recover. A field service engineer (fse) opened the unit and found medications and syringes in the back. Fse removed and recovered to resolve the issue. Technician was able to access and also reseated auxiliary 3.1, on medstation performance analysis report. Both passed hardware test application test. The system functioned as intended after the field service engineer repaired the device. E.1. Initial reporter facility name: (B)(6).